Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. Based on the returned device conditions the reported difficulty deploying the thumb advancer and difficulty removing the device were confirmed. The reported failure deploying the thumb advancer and difficulty removing the device appears to be related to use technique. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It should be noted that the starclose instructions for use closure procedure sections states: if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device following the steps below: retract the thumb advancer as far proximal as possible until resistance is felt. Slide the safety release in the direction of the arrow as seen in figure 6 and on the device to collapse the locator wings. The locator wings are fully collapsed when the number 2 on the plunger exits the number window completely.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): this code is used to address incorrect use of the safety release mechanism. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified and scarred right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, heavy resistance was felt during clip deployment. The starclose se device could not be removed. The safety release mechanism was not used in the right way. The device was surgically removed and hemostasis was achieved surgically. The surgical procedure was completed without complications for the patient. After the starclose se device was removed, damage to the flex glide was observed. There was a clinically significant delay in the procedure due to the surgical procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.